Event description:
It was reported that during a percutaneous coronary intervention (pci), an imaging catheter got stuck with the stent. The 99% stenosed target lesion was located in the severely tortuous and severely calcified atrioventricular posterior descending right coronary artery (rca). During the procedure, when the catheter was being removed from the patient, the atlantis sr pro² came into contact with the well apposed non bsc stent and got stuck at the distal part. Lost image also occurred. The physician pushed and twisted the catheter, and removed it from the patient. It was noticed that the guidewire exit port of the imaging catheter was lifted. The procedure was completed with the same atlantis sr pro². No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).